Manufacturer narrative:
Unit failed leak test, unit leak at a crack on back of the case. Unit power up properly after battery installation. No critical pump error alarms noted. Unit received with high sleep current due to corrosion at the electronic assembly. However, unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Traces of corrosion found at the motor assembly. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. Customer was swimming in the pool and displayed critical pump error on the screen. The customer was advised that the insulin pump will need to be replaced. Advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.